Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was unable to confirm the reported issue. It was observed that the battery pins were worn, which caused the reported issue. The battery pins in the device were replaced, and then after other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This issue occurred when the customer was attempting to print the code summary of the event. They were able to manually power the device back on, but would power itself off when trying to print. This issue is patient related; however there was no adverse patient outcome reported by the customer. The customer was unable to provide further details.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This issue occurred when the customer was attempting to print the code summary of the event. They were able to manually power the device back on, but would power itself off when trying to print. This issue is patient related; however there was no adverse patient outcome reported by the customer. The customer was unable to provide further details.